Event description:
The patient is an active military member stationed in (B)(6). He had a "red streak" from the exit site of his percutaneous implant, which ran up his chest area. He was treated for an infection at a military hospital in (B)(6) where he was given antibiotics. He returned to (B)(6) and the infection continued. He contacted his following physician at the university of (B)(6) where he lives and where his follow up was being done (he was implanted at (B)(6) medical center). His physician instructed him to stop taking the antibiotics and to call him if the infection continued. The infection did not clear up and the patient returned to university of (B)(6) where his physician decided to remove the device. The patient was explanted some time in (B)(6) 2018.